Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis is most likely associated with a breach in aseptic technique by the patient which is a well-documented cause for peritonitis in pd patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support to put the patient on hold. The patient is in the hospital due to an infection that is dialysis related. The pdrn stated the patient was admitted to the hospital on (B)(6). In additional follow-up, the patient¿s pd nurse confirmed that the patient was admitted into the hospital on (B)(6) 2024 with symptoms of abdominal pain. The nurse reported that the patient had a pd culture obtained in the hospital. Regardless, the patient was diagnosed with peritonitis. However, the nurse does not have the pd culture results available. It was stated that the patient underwent removal of the pd catheter (not a fresenius product). Additionally, the patient was transitioned to hemodialysis for renal replacement needs. The patient is being treated with unknown antibiotics. The patient remained hospitalized at the time follow-up was completed. The nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. Per the nurse, the peritonitis was due to patient breach in aseptic technique by the patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support to put the patient on hold. The patient is in the hospital due to an infection that is dialysis related. The pdrn stated the patient was admitted to the hospital on (B)(6). In additional follow-up, the patient¿s pd nurse confirmed that the patient was admitted into the hospital on (B)(6)2024 with symptoms of abdominal pain. The nurse reported that the patient had a pd culture obtained in the hospital. Regardless, the patient was diagnosed with peritonitis. However, the nurse does not have the pd culture results available. It was stated that the patient underwent removal of the pd catheter (not a fresenius product). Additionally, the patient was transitioned to hemodialysis for renal replacement needs. The patient is being treated with unknown antibiotics. The patient remained hospitalized at the time follow-up was completed. The nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. Per the nurse, the peritonitis was due to patient breach in aseptic technique by the patient.